Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp was assisted through a manual prime of the line. No patient injury or medical intervention was reported as of incident.